Event description:
It was reported that while using the bd facs¿ lyse wash assistant that there was carryover involving patient samples. The following information was provided by the initial reporter: were there any erroneous results on patient samples? No whether carryover happened on patient samples? Yes with the power on, the probe moves by hand, so no pressure is applied. Cell wash motion fault also occurs when wash only is executed. Lyric's sample pretreatment device (lwa) got an error with "dispense probe motion fault" and stopped working. Mr. Kitani from bd came to us for regular maintenance two days ago, so please contact us as soon as possible. The error "dispense probe motion fault" is displayed and does not work.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facs¿ lyse wash assistant that there was carryover involving patient samples. The following information was provided by the initial reporter: were there any erroneous results on patient samples? No. Whether carryover happened on patient samples? Yes. With the power on, the probe moves by hand, so no pressure is applied. Cell wash motion fault also occurs when wash only is executed. Lyric's sample pretreatment device (lwa) got an error with "dispense probe motion fault" and stopped working. Mr. (B)(4) from bd came to us for regular maintenance two days ago, so please contact us as soon as possible. The error "dispense probe motion fault" is displayed and does not work.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It was determined by management that this is not a product complaint, therefore, this is not considered to be a reportable malfunction.